Event description:
It was reported the event occurred in the operating room anesthesia dept. The insertion site was jugular. During placement of the guide wire, kinking occurred. When the physician removed the guide wire, the guidewire was ripped. The catheter remained in place. There was no delay to treatment or therapy. There are no reported pt injuries, complications or death. Updated info received (B)(6) 2012 indicates: before placing the cvc, the guidewire was in normal condition/shape. During placement of the cvc there were no signs of problems, visually or sensed. During removal the doctor did not sense any problems until after the ripped part of the guide wire was out of the pt. Then the doctor sensed and could visually see the damage, but there was no indication until that moment.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.